Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly with an ablation procedure. After the ablation was complete intracardiac echo (ice) imaging was used to implant a 35mm watchman flx pro laa closure. The patient's heart rate was noted to be low during the procedure. A sweep was done and no effusion was noted after the closure device was released. About 45 minutes after the procedure the patient's blood pressure dropped. A surface echo was completed, and a moderate effusion was noted. A pericardiocentesis was performed and a total of 370cc's of fluid was drawn off. The patient was noted to be stable when leaving the operating room. The physician verified there was no concern with the closure device as it was located in the same location and position it was in when it was released. No further complications were reported.